Event description:
In 1999, the pt was implanted with two gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. The procedure took place in foreign country, but no further info is available. In 2009, a computed tomography scan revealed that the aneurysm had enlarged without evidence of an endoleak. The physician attributed the growth to endotension. Three days later, a reintervention occurred, and the previously placed gore excluder bifurcated graft was re-lined with three gore excluder aaa endoprostheses to treat aneurysm enlargement due to endotension. The pt tolerated the procedure. Five months later, the pt was converted to open surgical repair to treat a ruptured abdominal aortic aneurysm. The physician noted that the double-lined graft was intact with no evidence of endoleak, bleeding, or hemodynamic instability. The pt tolerated the procedure.

Manufacturer narrative:
Device lot/serial numbers are not available to conduct a mfg records review. A mfg records review was not conducted. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Additional gore excluder bifurcated device related to this event: pcc/unk. Additional gore excluder aaa devices related to this event.